Event description:
Customer called to report the pump had a no delivery message on the screen without an audible tone. Troubleshooting was performed. The audible tone could not be heard. The customer stated that the pump had been dropped, bumped, or exposed to moisture.